Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via stored egm. The patient was asymptomatic. Programming changes were made and the issue was resolved.

Manufacturer narrative:
.